Manufacturer narrative:
The technician found the center arm assembly broken. A search of the hill-rom maintenance records showed hill- rom maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in bed warehouse at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).